Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the collected plasma contained black particulates after a completed procedure on the automated blood cell separator. No donor injury was reported. No operator injury was reported. The disposable kit was returned for investigation. Particulate from a manufacturing source could not be found. Blood was confirmed to be in the seal area of the bowl. The solutions used were not made by or for haemonetics. There is no information that would implicate the machine used at this time. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the collected plasma contained black particulates after a completed procedure on the automated blood cell separator. No donor injury was reported. No operator injury was reported.